Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device was frozen with ventilation stopped. The customer reported the nurse has substituted the device to another ventilator. The customer reported the nurse who was the first person to find this said alarm was beeping at that time, but the no alarm message in the alarm banner on the top right corner of the display. The customer reported the screen was frozen up. The customer reported the alleged event was no longer reproducible. The customer reported there is no patient consequence associated with the event.